Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: pain, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085104. It was reported that a female patient underwent a breast implant surgery procedure with mentor medical devices ( unk_gel implants date of implant (B)(6) 2015) reported unexpected systemic symptoms, which included but not limited to fatigue, brain fog, loss of words, forgetfulness, pain in both breasts, mood swings, extreme anxiety, pain in joints. It was also reported that the patient experienced bilateral breast pain. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the left side.